Manufacturer narrative:
Other text: evaluation results: one medfusion was returned for investigation in used condition. Visual inspection revealed that the top case was cracked by the front, left, and right bottom corners. There was also a crack by the tube holder. There was also another crack by the l bracket of the bottom case. There was visible contamination by the battery compartment, battery terminal, and interconnect board connector. The customer reported product problem was confirmed during the visual inspection. Nothing was observed in the event history log which pertained to the customer reported problems. The investigator concluded that the reported product problems occurred as a result of physical damage/impact, and fluid ingression. These issues were both attributed to user. The investigator replaced the following components: tapered spring, size pot, and main pcb due to fluid ingression, lcd display (due to missing pixels), worm coupling, worm gear, wavy washer, stepper motor and delrin washer. These components were replaced as a preventative measure. The pump was then cleaned, greased and calibrated. The pump subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump's battery terminal was corroded. The pump's top and bottom cases were also cracked. This pump was not in clinical use at the time of the discovery. The product problem was observed during periodic preventive maintenance. There was no patient involvement.